Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted with a total hip prosthesis on an unknown date. On (B)(6) 2019 the second stage of the revision surgery due to infection was performed. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore no evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. DHR review: review of the device history records could not be performed as the part and lot numbers remain unknown. The irradiation certificates of the products could not be reviewed, as the product identification remains unknown. Conclusion: it was reported that the patient was implanted with a total hip prosthesis on an unknown date. On (B)(6) 2019 the second stage of the revision surgery due to infection was performed. The irradiation certificates of the products could not be reviewed, as the product identification remains unknown. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to infection.